Event description:
It was reported by customer that hard to get blood to draw from these; it would not even flush after the IV was removed; hole on side of catheter noted. Verbatim: I have been getting a few reports that we are having issues with the nexiva diffusics catheters, particularly when trying to flush the catheters. Initially the complaint was ""these are hard to get blood to draw from these. But last night a couple of people came to talk to me about this issue as well. And thinking about it, the main ones I have been called for are the 24 ga diffusics, I can get them to draw most of the time but it takes a whole lot of work, sometimes I cannot get them to draw at all though."" Most recently as of last night I had this complaint, ""tonight an IV was in and when the rn tried to flush it she was unable, it would not even flush after the IV was removed."" Here is some additional information that was provided,"" while attempting to obtain IV during an ed IV crew call, uv obtained to left wrist. Immediate blood return. When attempting to flush extreme difficulty, flushing IV and unable to flush. When catheter was removed from patient still difficulty flushing. When eventually able to get the flush with extreme strength, hole on side of catheter noted. Potential manufacturing issue? Not the fist time I have had this issue with nexiva catheter."" I have some staff that are willing/have asked to speak with you all if you would like that or is this an educational issue that we can tackle? Unfortunately I do not have any lot numbers to provide at this time. I have asked staff to please provide them if they are also running into the same issue.".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.